Event description:
Reporter calling, stating on approximately (B)(6) 2024, she began using the mcot system for cardiac arrhythmia monitoring but there have been ongoing problems. Reporter states "I've gone through four boxes of this stuff" due to skin irritation problems and other issues. Reporter also states the patch, which is supposed to be worn for five days, frequently fails sooner than that due to skin irritation problems as well as adhesive problems as the patch is "water resistant, but not waterproof". Reporter states even though she is cleaning her body according to instructions, the patch still gets wet and begins failing. Reporter states another time when preparing the device, the sensor light "stayed red" after it was clicked into the patch when the light should have turned "green" after application. Reporter states the mcot system pairs with her cell phone, however the sensor frequently has difficulties pairing successfully. Reporter states she has been unable to consistently complete her prescribed cardiac arrhythmia monitoring period due to ongoing quality problems with the mcot system. Reporter states she has contacted the device maker about her concerns with this faulty product and to express her frustrations. Reporter states she has had to spend money out of pocket for the four devices, and that they are expensive. Reporter states the use of this system has not been useful and that she wants to prevent others from experiencing the problems she has had. Reference reports: mw5155049, mw5155051, mw5155052.